Event description:
Customer reported that they had difficulty removing the stylet once the tube was placed.

Manufacturer narrative:
Two samples were returned and evaluated. Each tube was functionally tested per operating instructions and each worked as expected. Stylets were easily removed. Mfg tells us that this lot was produced prior to refinements in the hydromer coating process. Neverthless, the product would have operated as expected had the customer rewetted the tube prior to removal of the stylet. This info has been incorportated into the handling instructions. This info has been provided to the customer.